Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that patient underwent a partial mesh removal on (B)(6) 2011.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat mixed incontinence, stress urinary incontinence, urge incontinence, and intrinsic urethral sphincter deficiency. The patient underwent the concurrent procedure of a cystoscopy during mesh implantation.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent cystoscopy, partial cystectomy with removal of foreign body from bladder wall on (B)(6) 2010 due to foreign body in bladder wall, recurrent uti¿s, and history of gross hematuria. No additional information was provided. (B)(4).